Event description:
No further event information at time of this report.

Manufacturer narrative:
Visual examination of the returned product identified the locking features to exhibit damage (flared out) and the distal surface exhibits damage (nicked / gouged) in various areas most likely from removal from the joint space. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that no problem was found with the device. As returned it exhibits signs of use in the form of being inserted and being locked in. A crack was not found. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: germany. The customer has indicated that the product is in the process of being returned to zimmer biomet for evaluation. The investigation is in progress. Upon completion of the investigation, a follow up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that during an initial left total knee arthroplasty, the articular surface fractured during the function check. The articular surface was then removed and placed with another device. No adverse events or patient impact has been reported as a result of the malfunction. It was reported that no further information is available.